Manufacturer narrative:
Philips received a complaint on the intellivue mx40 802.11a/b/g indicating that the device is giving a speaker malfunction error and was completely out of sound. It is unknown if the device was in use at time of event, and there was no adverse event reported. A philips remote service engineer spoke to the customer and recommended returning the device for bench repair. As of 11 mar 2025, this device has not been received by the philips authorized repair facility for evaluation, therefore, the complaint allegation cannot be confirmed. The customer was provided a replacement device to resolve the issue and was provided information to return the device to bench repair.

Event description:
The customer reported there was a speaker error on the telemetry device. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.